Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 16.5 mm from the proximal side. The fragment was not returned to omsc. The proximal side of the tissue pad of the subject device was worn. There was a spark mark on the grasping section. The coating for electric insulation of the grasping section was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad at the proximal side was damaged since the user activated output while the subject device was grasping a thick and hard tissue. It was also known that the proximal side of the grasping section and the probe came into contact since the tissue pad at the proximal side was damaged, it caused spark, consequently the probe cracked, and besides the probe was broken off when the probe was subjected to a load. It was known that the coating for electric insulation of the grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp instrument. The above device handling has warned in the instruction manual as follows. Do not activate output while grasping thick, harder tissue, such as the stomach wall, with the distal part of the probe tip. Otherwise, the grasping section (tissue pad) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output. If the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
During a neck dissection, the subject device was used. The probe was broken off inside the patient after about 3 hours of use. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported. On january 10, 2020, olympus medical systems corp. (Omsc) found that the probe was broken off, and the coating of the grasping section was partially missing. This is the report regarding the breakage of the probe, and the missing of the grasping section coating.

Manufacturer narrative:
This is a supplemental report to provide correct information of h8.